Manufacturer narrative:
Product analysis: the error was confirmed and was attributed to a pinched liquid crystal display (lcd) wire, with compromised insulation. All found defective parts were replaced and all other identified issues were resolved. The device was re-calibrated and functionally tested and it passed its final quality assurance tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) displayed an error, upon startup. It was noted that the device was rebooted, but the issue persisted. The epg was returned for service. There was no patient involvement. The epg tested out of specification during manufacturer's analysis.